Event description:
Procedure type: total gastrectomy/roux-en-y including pouch. According to the reporter: the device was used for closing of cecum and resection of duodenum at esophagojejunostomy. After operation, an ileus occurred and reoperation was performed. Inflammation was found on both parts where the device were used, and the parts were twisted and adhering to abdominal wall. According to surgeon, it is highly possible the ileus was caused by inflammation. No bleeding occurred. Pt is under observation at the time of reporting.

Manufacturer narrative:
(B)(4).